Event description:
A facility's representative reported an infusion pump with a failure code 33. Although attempts were made by baxter to obtain additional infor form the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.